Manufacturer narrative:
12-nov-2015 product investigation results: reporter returned 1 toothbrush head used with the suspect handle. Suspect toothbrush handle was not returned. Toothbrush head confirmed to be counterfeit.

Event description:
Head shot off and almost went down throat [device breakage]. No adverse event [no adverse event].case description: a female consumer of unspecified age reported that she had an oral-b professional care rechargeable toothbrush but the oral-b precision clean brushhead shot off and almost went down her throat. She described that the logo was grey and didn't come off after scratching. No symptoms developed. (B)(6) 2015 received follow-up email from consumer's daughter: the daughter reported that her mother, now (B)(6), had gone back to using a normal toothbrush for the time being. No further information was provided. (B)(6) 2015 received follow-up phone call from consumer: the consumer reported that as she was brushing her upper and lower molars on the morning of (B)(6) 2015, the head of the brushhead suddenly shot off, right next to the opening of her throat. She described that she was able to react quickly and get hold of the whole head before it went further down her throat. She noted that she had been using the oral-b professional care to her full satisfaction for years. No further information was provided. (B)(6) 2015 received follow-up phone call from consumer: the consumer clarified that the brushhead she had used was the oral-b sensitive brushhead. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head shot off and almost went down throat [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she had an oral-b professional care rechargeable toothbrush but the oral-b precision clean brushhead shot off and almost went down her throat. She described that the logo was grey and didn't come off after scratching. No symptoms developed. On (B)(6) 2015 received follow-up email from consumer's daughter: the daughter reported that her mother, now (B)(6) old, had gone back to using a normal toothbrush for the time being. No further information was provided.